Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the high threshold allegation was not confirmed based on normal resistance measurements, a passing hipot test, and x-ray inspection that showed no fractures. However, x-ray inspection showed that the inner coil was necked-down near the terminal pin to the point of blocking passage of an inserted stylet indicative of helix extension/retraction difficulty.

Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.